Manufacturer narrative:
Outcomes attrib. To ae corrected from other to required intervention. Device evaluated by MFR: promus element plus mr ous 2.25 x 20mm stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The manufacturing crimp data for this device was reviewed and there were no issues to note. The maximum stent profile was measured which is within the maximum crimped stent profile measurement. The bumper tip of the device was examined and damage was noted. The balloon body was reviewed and there were no issues to note. The balloon had not been subjected to any significant positive pressure. There were crimp markings evident on the entire length of the balloon body indicating overall crimp contact between the stent and the balloon at the time of manufacture. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the dislodge stent was removed with a wire.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed, 18x2.3mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.25x20mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent dislodged. The dislodge stent was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.